Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. It was reported that the patient stayed all night in the hospital because of their mobility and they had neurological problems. The patient's pump was for "neurological problems" and they did not know what was going on between the neurological problem and their implanted stimulator, but "the two of them don't like each other for some reason". The patient mentioned that they turned the therapy off because they weren't feeling good with it and they felt sick. The patient was not in the room with the equipment at the time of the call. The patient planned to call their manufacturer representative and speak with them directly. The patient had an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence.